Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received reporter information was added. Case become incident injury non replaced with new event added pelvic pain, abdominal pain, genital bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding general abnormal bleed"), abdominal pain ("abdominal pain"), mental disorder ("psych injury"), dyspareunia ("dyspareunia"), dysmenorrhoea ("chronic dysmenorrhea"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), complication of device removal ("failed essure removal surgery") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral). Essure was removed on (B)(6) -2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia and iron deficiency anaemia had resolved and the abdominal pain, mental disorder, dyspareunia, dysmenorrhoea, complication of device removal and post procedural complication outcome was unknown. The reporter considered abdominal pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discripancy noted as essure insertion date (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding general abnormal bleed"), abdominal pain ("abdominal pain"), mental disorder ("psych injury"), dyspareunia ("dyspareunia"), dysmenorrhoea ("chronic dysmenorrhea"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), complication of device removal ("failed essure removal surgery") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia and iron deficiency anaemia had resolved and the abdominal pain, mental disorder, dyspareunia, dysmenorrhoea, complication of device removal and post procedural complication outcome was unknown. The reporter considered abdominal pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events ¿ device dislocation, dysmenorrhea, menorrhagia, iron deficiency anemia, mental disorder, dyspareunia, complication of device removal and post procedural complications were added. The outcome of the events "pelvic pain, genital bleeding, and abdominal pain were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), embedded device ('essure coils embedded within the myometrium'), pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding general abnormal bleed') in an adult female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, corpus luteum cyst, tv trichomonas vaginalis, vitamin d deficiency, pap smear abnormal, d & c, endometrial biopsy, sweating, nausea, endometriosis, hot flashes, vomiting, abdominal pain, gerd, hemoglobin sc disease, sickle cell anemia, knee injury, paratubal cyst, perineal pain, abdominal distension, anxiety disorder, drug allergy, urine incontinence, hypertension, pelvic adhesions, fibroids, dysuria, bladder incontinence and cramp in lower abdomen. Previously administered products included for an unreported indication: ditropan, ibuprofen, amitriptyline., promethazine and norco. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), mental disorder ("psych injury"), dyspareunia ("dyspareunia"), dysmenorrhoea ("chronic dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), iron deficiency anaemia ("anemia"), complication of device removal ("failed essure removal surgery") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral, laparoscopically assisted vaginal hysterectomy,hydrodistension and novasure uterine ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, heavy menstrual bleeding and iron deficiency anaemia had resolved and the abdominal pain, mental disorder, dyspareunia, dysmenorrhoea, complication of device removal and post procedural complication outcome was unknown. The reporter considered abdominal pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, iron deficiency anaemia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discripancy noted as essure insertion date (B)(6) 2018. Removal date : (B)(6) 2018 (as per mr). One spiral of coil was visible at the completion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: l. Uterine fundal fibroid noted. The ovaries appear normal, no adnexal masses or free fluid seen.. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event essure coils embedded within the myometrium added and made medically significant and intervention required due to surgery. Reporter, lot number expiration date updated, medical history, historical drug, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding general abnormal bleed') in an adult female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), mental disorder ("psych injury"), dyspareunia ("dyspareunia"), dysmenorrhoea ("chronic dysmenorrhea"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), complication of device removal ("failed essure removal surgery") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral and novasure uterine ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia and iron deficiency anaemia had resolved and the abdominal pain, mental disorder, dyspareunia, dysmenorrhoea, complication of device removal and post procedural complication outcome was unknown. The reporter considered abdominal pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discripancy noted as essure insertion date (B)(6) 2018. Removal date : (B)(6) 2018 (as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding general abnormal bleed"), abdominal pain ("abdominal pain"), mental disorder ("psych injury"), dyspareunia ("dyspareunia"), dysmenorrhoea ("chronic dysmenorrhea"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), complication of device removal ("failed essure removal surgery") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia and iron deficiency anaemia had resolved and the abdominal pain, mental disorder, dyspareunia, dysmenorrhoea, complication of device removal and post procedural complication outcome was unknown. The reporter considered abdominal pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discripancy noted as essure insertion date (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.